Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2014-02001. (B)(4). Approximate age of device from the product ship date is 62 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that on (B)(6) 2017 the patient exchanged the primary system controller due to a constant unspecified alarm. The patient did not recall exactly what lights were on, but reportedly felt the need to replace the system controller. Upon interrogation of the system controller at the lvad center, a pump off event was noted a few seconds before the percutaneous lead (driveline) was disconnected for the system controller exchange. The patient was asymptomatic. A log file was reviewed by the manufacturer's representatives. Prior to the system controller exchange, the log file captured intermittent power cable fault and power cable disconnect alarms, which occurred when the lvad system was connected to battery power. The patient's battery clips were exchanged for new ones. On (B)(6) 2017, the manufacturer's technical services representatives performed an evaluation of the driveline. X-ray images did not show any area of compromise. The reported alarms could not be reproduced, including when the lvad system was connected to a grounded power module patient cable. The patient had a prior distal end percutaneous lead replacement procedure in (B)(6) 2014 and there is not enough area left for a second replacement procedure. After the system controller and battery clips were exchanged no further alarms have been reported. No additional information was provided.

Manufacturer narrative:
The system controller in use at the time of the event was returned; however, the 14 volt lithium ion battery clips were reportedly discarded and therefore, was not available for evaluation. The investigation did not confirm the reported pump stop or any functional issues with the system controller that would have resulted in a pump stop. The investigation did confirm atypical power cable disconnected alarms. The log file contained approximately 17 days of data ranging from (B)(6) 2017 through (B)(6) 2017 according to the time stamp. Beginning on (B)(6) 2017 at 08:42, the system controller began recording intermittent power cable faults without the associated power cable disconnected being flagged (which would indicate a real disconnection). Power cable faults associated with power cable disconnect alarm were also captured with these events. All of the atypical power cable disconnects occurred while the system controller was connected to battery power and did not happen while the system controller was connected to the power module. These alarms did not affect the system controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The 14v li-ion battery clips were not returned for analysis as they were disposed of following the exchange. Different power sources were used during the investigation of the returned system controller and the alarms were not reproduced. The information provided in the complaint, the analysis of the returned system controller, and the information in the log file suggests a potential contact issue with the batteries and or battery clips; however, a root cause for the observed power cable disconnect alarms could not be conclusively determined during the analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.